Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it is likely a high-energy treatment tool (laser, high frequency, etc.) Was used without a sufficient distance from the tip, but it could not be identified. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. -inspection of the endoscope if handled according to the following IFU, the user may be able to reduce / prevent the occurrence of the event. -using endotherapy accessories olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited the probe cover with a burn. There were no reports of patient involvement.